Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for blood glucose levels above 600 mg/dl and ketones. Prior to the event, the customer experienced blood glucose levels of 300 mg/dl after changing the infusion set. The customer bolused throughout the night, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the high pressure and self tests. It was also stated that the cannula was bent when the infusion set was removed. A no delivery alarm was found in the alarm history. Nothing further was reported.